Event description:
Clinic notes dated (B)(6) 2013 note that the patient was referred to surgeon for consideration of removal of the vns system. The notes indicate that the patient has not experienced any seizures since implant and that the generator battery has been dead for eighteen months and the patient still has not had a seizure. It was noted that the patient does not want the generator replaced and that she wants the system removed. The notes indicate that the patient states the generator pocket is in a very uncomfortable place and that it hurts when she moves. It was noted that the neurologist agrees with the patient and recommends removal of the generator. The patient underwent generator and lead (excluding electrodes) explant. Attempts for additional information will be made, but no additional information has been received to date. The explanting facility does not typically return explanted devices for analysis; therefore it is likely that the device will not be received for analysis.